Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was dehydrated and vomiting. The md was not able to determine the cause of the event at the time of the call. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The contact was instructed to call back when the clamp arrives. Moreover, the contact was educated on the two hbg rule.